Event description:
Customer reports that insulin pump is stuck on rewind and is squirting insulin during manual prime. Customer reports to have received a compromised force sensor alarm. Customer also reports that drive support cap was loose. Customer's blood glucose was 95 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
No unexpected prime alarms noted. Insulin pump passed displacement test, rewind test and basic occlusion test. Insulin pump was unable to prime during prime test due to loose and protruded drive support cap noted. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, missing end cap sticker and white paint on pump casing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).